Event description:
Reporter stated that the surgeon had inserted a three piece silicone lens model aq2003v into the patient's eye and realized that the patient's capsule bag was unstable and wouldn't support this style of lens. The surgeon enlarged the incison to remove the lens put in an a.c. Lens and placed a suture. It was reported that the was due to patient's anatomy and there was no issue with this lens.